Manufacturer narrative:
Additional information was received indicating there was a concern of a lead insulation issue. The device was reprogrammed at this time as there was still battery life remaining. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited low out of range pacing impedance measurements. Testing was done in both unipolar and bipolar with good results, although some noise was seen in unipolar. Boston scientific technical services (ts) recommended programming the pacing to unipolar and the sensing to bipolar. No adverse patient effects were reported.